Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display. The customer reported blood glucose value of 88 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Document type of diabetes: type 1. The event involved product(s) mmt-332a, unomedical, mmt-1880. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported a partial display. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side, missing display window cover. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No blurry spots at the top of the lcd screen were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any low battery, change battery, or failed battery test alerts that have occurred in the past. The adapt tool does not list any pump error which could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of a blurry spot at the top of the lcd screen was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.